Event description:
A product quality material problem issue regarding the abbott diabetes care (adc) device was reported. The customer stated that upon receiving the adc device kit, they noted the adc device ¿needle¿ was bent resulting in the customer not being able to process the application of the adc device. Furthermore, the customer indicates that the adc ¿sensor seemed possibly already used.¿ nevertheless, the device issue did not require contact with third-party, thus no third-party intervention or treatment was reported, no loss of consciousness or seizures had occurred, and the customer did not require self-intervention or self-treatment because of the device issue. Adc contacted the customer on 2 (two) separate attempts to obtained additional information, however all attempts to this point have been unsuccessful. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.